Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a damaged connector. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the connector was on the electrode belt was damaged. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement belt.